Event description:
A false (B)(6) advia centaur (B)(6) total result was obtained on patient sample and the result was questioned by the physician. A new sample was drawn and (B)(6) total was retested. The repeat test results were non reactive. There was no known report of adverse health consequences due to the discordant (B)(6) advia centaur (B)(6) total result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse recalibrated the veracell sample handling, ran qc and patient samples without issue. The discordant result may be attributed to sample preparation. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.